Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿ (a specific value was not provided) and vomiting; cause was not known. Customer administered a bolus via the pump and manual injections to address the issue and went to the emergency room with moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.